Manufacturer narrative:
Block h6: device code 2944 captures the reportable event of foreign material present in device. Block h10: visual analysis of the returned device found foreign matter on the tip of the jaws. The jaws are aligned properly. Functional inspection found the jaws opened and closed within specifications. The foreign matter was sent for analysis and is a match of at least 92% to alginic acid. Based on the information available, the foreign matter found could had been acquired during the procedure since the issue occurred during the procedure and inside the patient. Therefore, the most probable cause for this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the colon during a biopsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the forceps got stuck inside the scope and the procedure was discontinued. Once the forceps was removed from the scope, one side of the jaws was found to be opened and a black vinyl was noted stuck on the jaw's teeth. It was suspected that the scope was damaged and was sent for repair. The scope was inspected and it was confirmed that the black vinyl like object was not from the internal lumen of scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the colon during a biopsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the forceps got stuck inside the scope and the procedure was discontinued. Once the forceps was removed from the scope, one side of the jaws was found to be opened and a black vinyl was noted stuck on the jaw's teeth. It was suspected that the scope was damaged and was sent for repair. The scope was inspected and it was confirmed that the black vinyl like object was not from the internal lumen of scope. There were no patient complications reported as a result of this event.